Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and both cine drives were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the top half of the cine run image on the 9800 system was covered by cine image of a previous case. No pt injury was reported.